Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nodules in the lungs, nausea, headaches, lung infection and not getting enough air while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.